Manufacturer narrative:
Results other = catheter.

Event description:
Literature reference: singh pk, jain r, mishra s, kumar s, bhatnagar s, deo s. Mgmt of pericatheter cerebrospinal fluid leak after intrathecal implantation of a drug delivery sys. Am j hosp palliat care. 2008;25(3):237-239. The cause of the cerebrospinal fluid leak and different treatment approaches are discussed. Reportable event: this report presents a woman, in whom an intrathecal pump sys was inserted for cancer pain mgmt with intrathecal morphine. This was complicated by a persistent cerebrospinal fluid leak that was successfully managed by purse-string sutures over the dura around the catheter. Without removing the intrathecal implant. Pump sys MFR is unk, add'l info requested.